Event description:
The customer reported via phone call that the insulin pump alarmed no delivery, followed by a motor error alarm during a bolus attempt. The customer's blood glucose was 580 mg/dl. The customer did not observe any significant events leading to the alarms. The customer stated that after receiving the no delivery alarm, he was going home to change the insertion site when the motor error alarm occurred. He stated that for the past few days, the insulin pump would alarm no delivery, he would take 2 units of insulin after he bolus, resumed the delivery, and then received 2 motor errors. He noted that he was driving at the time of the call but had been able to complete the rewind sequence prior to calling. He primed, treated with insulin, and then received another motor error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.